Manufacturer narrative:
The device was not received by resmed. A safety reset was performed by customer under the advice of resmed's customer service representative to resolve the issue. The device operated normally thereafter. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.